Event description:
Customer's daughter reported her mother experienced symptoms of hypoglycemia including loss of consciousness. Paramedics were called. When they tested her glucose, they received a reading of 5.0 mmol/l compared with a reading of 2.4 mmol/l on her precision xtra meter. Both tests were performed on the finger within 10 minutes of each other. Daughter reported the customer was given a "glucose injection" and "they put a white tube in her mouth." She did not receive a diagnosis and declined to be transported to the hospital. It should be noted, the customer reported the device had not been calibrated.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.